Manufacturer narrative:
The facility's biomedical engineer replaced the graphic user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the software on the ventilator. The ventilator passed performance verification testing (pvt). (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert subsequently rendering the graphical user interface (gui) inoperable, while being used on a patient. There were no reported patient injuries. The date of the event is unknown.